Event description:
On tuesday, (B)(6) 2014, I underwent an endoscopic retrograde cholangiopancreatography (ercp) procedure at (B)(6), using an olympus tjf-q180v duodenoscope. I came out of the procedure with massive abdomen pain, given a fentanyl injection, and released to my hotel room. Several hours later, I was taken to ER dept by ambulance and admitted on (B)(6) 2014 to (B)(6), with acute pancreatitis. I was released from hospital the afternoon of (B)(6) 2014 met with (B)(6) and told to return home, arriving (B)(6) on (B)(6) 2015. On (B)(6) 2015, I was taken to (B)(6) in (B)(6), where I was experiencing acute pain, fever and massive fluid retention with the inability to urinate. I was admitted to hospital after blood and urine tests were completed and assigned to an isolation room. Blood and fluid tests confirmed the presence of anti-biotic resistant e coli infection. On (B)(6) 2015, dr (B)(6) and his medical team at (B)(6) made a decision to have me moved for ambulance to (B)(6). The reason for the move was to have a greater range of medical specialist(s) and resources (infectious diseases and gastroenterology and hepatology) to address my medical condition and e coli infection. I was kept in isolation room at (B)(6) while undergoing a wide array of IV antibiotic therapy. I was hospitalized at (B)(6) from (B)(6) 2015. I was released to return home on (B)(6) 2015 to begin an aggressive home IV antibiotic therapy (B)(6) 2015 with multiple IV antibiotic treatments several times daily. Treatment was directed by (B)(6) which offered a wide range of home health care services for pt needs, after hospital care, nursing, therapy testing services, and other support services in their homes. On (B)(6) 2015 blood tests at (B)(6) confirmed no antibiotics resistant e coli bacterial infection was active in my system.